Manufacturer narrative:
The device was returned to the factory for eval. There were no signs of clinical usage or evidence of blood. A visual inspection was performed; the heater wire was separated from the hot jaw boot. No damage to the silicone from either hear or impact was observed. The heater wire was examined under microscopy. A consultation with engineering determined that the wire was deformed and the pin that secures the wire to the silicone boot was bent out at an angle, causing it to become dislodged from the jaw without tearing. This issue is consistent with the type of damage seen when the wire is snagged by a gauze fiber or other similar material used during procedure preparation, and pulled out away from the jaw tip. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, while testing the vaso view hemopro the wire that runs along the cautery was separated from the device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.